Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of infusion set cannula was bent on (B)(6) 2024. The blood glucose level was 291 mg/dl at the time of event: with the presence of moderate level of ketones. Company do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.